Event description:
Note: per FDA request (telecon on 07/26/2013) complaint from clinician for 3 different patients ((B)(6)) will be separated into 3 different mdrs. Original MDR ref# 2023950-2013-000010 will be updated to reference patient 1 only. This MDR (ref# 2023950-2013-000012) will reference patient #3 and MDR ref #2023950-2013-000011 will be for patient #2. Original complaint was received on (B)(4) 2013 and initial MDR ref. 2023950-2013-000010 was sent to FDA on 07/23/2013. For this MDR, aware date will be considered as FDA contact date, 07/26/2013. Clinician reported three cases where the implants failed to osseointegrate. The details are as follows: patient 3: three implants (p/n 07461, lot # 19969 (2 implants) and p/n 07466, lot # 19802 (1) were placed on (B)(6) 2013 and loaded early (in 10 days). They were removed on (B)(6) 2013 patient had high density (type I) bone.

Manufacturer narrative:
Catalog # 07466, lot# 19802. User documentation (technique manual, p/n l8019-tm) specifies that immediate loading is suitable only if sufficient primary stability of the implant is achieved at the time of placement. Also, the recommended implant insertion torque and implant attachment torque is 30n-cm. If the implant placement torque is less than 30 n-cm, then the attachments should only be hand tightened. The implant insertion torque should not exceed 70 n-cm; if 70 n-cm is reached prior to full seating, the implant should be removed and the osteotomy should be enlarged. The healthcare professional noted that implants failed to osseointegrate, but did not indicate whether primary y stability had been achieved during implant placement. Patient 3 (p3): implants were torqued at greater than 50 n-cm and 7 n-cm. It was noted that the recommended placement toque of 30 n-cm was exceeded, and it seems like the osteotomy sites were not enlarged. These factors may have contributed to the implant failures. Failure to osseointegrate is a well-documented inherent risk of dental implants. In the majority of cases where an implant fails to integrate with the bone and is rejected by the body, the cause is unknown. The implants' history records were reviewed and no discrepancies or issues of non-conformance were noted. Implants were manufactured to specifications. No further action is required.